Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00228. 0001822565 - 2020 - 01389.

Event description:
It was reported a patient had an initial right tha. Subsequently, the patient had a second surgery on an unknown date for heterotopic ossification. Approximately 7 years after initial tha, patient was revised due to elevated metal ion levels, altr, pseudotumor, necrosis, pain, tissue damage, and osteolysis. Stem, neck, and head were removed and replaced with competitor¿s product. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, h2; h3; h6 reported event was confirmed by review of operative notes stating the patient underwent a second revision procedure due to failed hip arthroplasty. Lab reports showed that patient had high cobalt. There was altr and huge pseudotumor with fluid collection. Necrotic tissue was found in the wound. The femoral component did demonstrate significant osteolysisalong the proximal portion of the femoral component and along the medial calcar, anterior and posterior proximal femur to a depth of 1-2 cm. The stem, head, and neck were removed. No other findings or complications were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04)- stem. Visual examination of the returned product identified foreign debris remains affixed to the porous coating. The coating has been mashed and scraped. Scratching is present near the shoulder for the stem. Review of the device history records identified no deviations or anomalies during manufacturing for the head and stem. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.